Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was not powering on. The complaint was classified based on the customer care advocates (cca) documentation. The patient claimed the alleged issue began approximately 1 month ago, exact date/time unspecified. The patient reportedly manages her diabetes with unknown type/dose of oral medication and reported that she continued with her usual diabetes management routine daily in response to the alleged issue. She claimed that on an unknown date/time approximately 2 weeks after attempting to test with the subject device, she developed symptoms of "dry mouth and thirst". She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the subject device was not brand new. The patient was using the correct test strips. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient and subject products were returned for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings. On (B)(4) 2013 the meter involved with this complaint failed testing. The meter was found to have defective eeprom u6. On (B)(4) 2013 the test strips were tested and passed pa testing, the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.